Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer leaned against a wall and the pump touch screen became shattered and unreadable. Customer's blood glucose was approximately 200 mg/dl. Reportedly, customer reverted to a backup insulin pump for insulin therapy.